Event description:
The customer reported six (6) patients had erratic results on ion selective electrode (ise) with low sodium and potassium but high chloride involving their au5800 clinical chemistry analyzer. The customer repeated the samples on another au analyzer and obtained normal results. The customer did not report initial erratic results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for only one patient.

Manufacturer narrative:
The customer performed their own troubleshooting with phone support of a beckman customer technical specialist and replaced the ise tubing and the sample pot to resolve the issue. The customer performed quality control and passed. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).